Manufacturer narrative:
The serial number of the pump was (B)(4) (one touch ping pump). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple loss of prime warnings for about a week. It was said that the patient disconnected and primed after each warning. On the day of the report, it was claimed that the pump did not detect the cartridge and emptied the contents of the cartridge during the load step. At that time, the reporter stated, the patient attempted to complete the prime sequence steps again and received continuous loss of prime warnings. The patient was advised by customer technical support to use an alternate method of insulin delivery. There was no adverse event associated with this complaint. The complaint is being reported because the issue was not resolved during trouble shooting; the pump could not be used.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this cartridge and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.